Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in my hands/ also outside of my thighs/hip area"), paraesthesia ("tingling in my hands/also outside of my thighs/hip area"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed in 2017). Essure was removed. At the time of the report, the hypoaesthesia and paraesthesia outcome was unknown and the anxiety and depression had not resolved. The reporter considered anxiety, depression, hypoaesthesia, medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:numbness in my hands, tingling in my hands, medical device removal, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case found to be duplicate of case (B)(4), hence this case (B)(4) should be deleted from argus central. All information was transferred to retention case (B)(4). Reference details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in my hands/also outside of my thighs/hip area"), paraesthesia ("tingling in my hands/also outside of my thighs/hip area"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed in 2017). Essure was removed. At the time of the report, the hypoaesthesia and paraesthesia outcome was unknown and the anxiety and depression had not resolved. The reporter considered anxiety, depression, hypoaesthesia, medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:numbness in my hands, tingling in my hands, medical device removal, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added. Non serious to serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.